Manufacturer narrative:
A review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported one false negative sars result for one patient. The customer communicated the result was confirmed by another rapid antigen assay.